Manufacturer narrative:
The following functional tests were performed: the philips field service engineer (fse) went onsite to evaluate the device in question. He found the pic is mounted to a table that raises and lowers. When the table was raised, the tension on the speaker cable was just enough tension to stress the speaker wire, causing it not to work. Based on the information available and the testing conducted, the cause of the reported problem was the tension on the cable due to not proper device setup. The reported problem was confirmed. The device was operational after re-cabling and giving enough starch. The device was confirmed to work to its specification after the re-alignment. The device remains at customer site. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device read alarms cannot be heard. The device was in use on a patient. There was no report of patient or user harm.